Event description:
The plaintiff's attorney alleged that the pt experienced two sudden cardiac arrests one day apart. Then five days later, the pt experienced another sudden cardiac event and expired, which is alleged to have been caused by the products administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. Additional info has been requested and will be submitted upon receipt accordingly.